Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-30398.

Event description:
It was reported that there was some irritation at the site of the sensor insertion. The customer stated that their sensors were expired. The customer was advised that use of the expired sensors was an off label use and it was not advised. The customer's blood glucose was 536 mg/dl. Nothing further was reported.